Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Note: this event occurred on the german market. It is a significantly similar device to "hls set¿ which is sold in the USA under premarket submission number k112360. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hls set with catalog number 701069073.

Event description:
The event occurred in germany during patient treatment. It was reported that after 20 minutes after the start of the bypass a noise was noticed. The involved cardiohelp device has been replaced, however, the noise was still present. There was no malfunction regarding the involved cardiohelp device. Therefore, the hls set was replaced. After replacement of the hls set no noise was present. No further issues occurred during the patient treatment. No harm to any person has been reported. Since device replacements took place during the patients treatment a report is required. Complaint ID# (B)(4).

Manufacturer narrative:
The event occurred in germany during patient treatment. It was reported that after 20 minutes after the start of the bypass a noise was noticed. The involved cardiohelp device has been replaced, however, the noise was still present. Therefore, the hls set was replaced. After replacement of the hls set no noise was present. No further issues occurred during the patient treatment. No harm to any person has been reported. Since device replacements took place during the patient¿s treatment a report is required. The affected hls set was investigated in the getinge laboratory on 2026-02-12 with the following conclusion: "the reported noise could neither be reproduced nor confirmed during the investigation. The functional tests carried out on the pump did not reveal any deviations or abnormalities. The hls module functioned properly during all tests, even after repeated removal and installation. Therefore, the root cause could not be determined." According to the instructions of use of the hls set (chapter safety instructions for centrifugal pump) it is stated that to listen for scratching noises when priming the system and to replace the hls set advanced if there are scratching noises. The production records of the affected product were reviewed on 2026-02-06. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed and no abnormalities in regards to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported product and failure. Based on the video graphical evidence provided from the customer the reported noise could be confirmed but was not reproducible during the investigation. The occurrence rate was calculated for the reported issue, and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the german market. It is a significantly similar device to "hls set¿ which is sold in the USA under premarket submission number k112360. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hls set with catalog number 701069073.

Event description:
Complaint ID# (B)(4).